Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Reliability laboratory technician, (B)(4). (B)(4) no complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found that the proximal insulation was abraded between 23.5 cm to 24.3 cm from the connector pin which fractured the proximal coil. The damage is consistent with rib-clavicle crush. An abrasion at 39.2 cm from the connector pin was caused from constant friction with another device.